Event description:
Per the clinic, the patient developed drainage at the incisional site after a suture broke open. The patient was treated with multiple courses of antibiotics (type, dosage, and duration not reported), however, the issue did not resolve. The patient was subsequently administered 'IV' ceftriaxone, and the device explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed february 18, 2014.